Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for investigation. Significant bleeding postoperatively. Patient coded and reopened at bedside d/t to significant bleeding for 90 minutes. Patient developed rv failure overnight. Cardiac arrest: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed/organ failure: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1856087. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Post procedure: significant bleeding postoperatively. (B)(4) (B)(6) 2025 coded and reopened at bedside d/t to significant bleeding for 90 minutes. The patient ultimately expired.